Event description:
The customer reported a leak around the threads of the valve. The customer's note received with the returned product stated that "when starting i.v. After lock was placed and flushed with saline, lock leaked saline." The event occurred in the emergency department. There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.